Manufacturer narrative:
Corrected data h6 - adverse event problem (refer to coding manual) the report that the pc displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-07593. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely, patient also experienced pain at ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.